Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient presented to clinic in clinically stable condition on (B)(6) 2016. Upon review of clinic labs, the patient's lactate dehydrogenase (ldh) level was elevated to 819 u/l (baseline 300 u/l) with probnp 1369. Transthoracic echocardiogram (tte) revealed the left ventricular end diastolic diameter was 7.6cm, aortic valve opening less frequently, and more mitral valve regurgitation at a speed of 9600rpm, as compared to the last tte in (B)(6) 2015 with lvad speed at 9200rpm. The patient denied any chest pain, palpitations, shortness of breath, nausea, vomiting, diarrhea, fevers, chills, hematuria, dark tea colored urine, or dark bloody stools. The patient's inr was 2.3. The patient was admitted on (B)(6) 2016 for further work up and evaluation of possible device thrombosis. A pump exchange was performed on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump and a correlation to the reported event could not be conclusively established. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was returned in three separate sections. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.